Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that the device was difficult to remove. A 2.1mm jetstream xc atherectomy catheter was used during a superficial femoral artery atherectomy procedure. The sfa was noted to be extremely stenosed, calcified and tortuous. Following successful use of this device, difficulty was encountered in withdrawing the device from the sheath, and slightly increased pressure was required to remove the device through the sheath. Upon removal, inspection revealed that the distal portion of the catheter had filled with saline, similar to a percutaneous transluminal angioplasty balloon, which impeded its passage through the 7fr sheath. There were no patient complications and the patient fully recovered.